Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 12/15/2025. An investigation was conducted on 12/22/2025. Signs of clinical use and evidence of blood was observed. Only the delivery device and seal were returned for evaluation. Blood was observed on the delivery device, the white plunger was fully depressed with the blue safety lock off, which allows for the white plunger to be depressed. The seal was observed in a deployed open state without the tension spring assembly indicating an attempt was made to remove the seal from the aorta. No visual defects were observed on the open unravled seal. No measurements of the device were taken due to the presence of blood in the delivery tube, per requirement in ga000080 section 7.4.1. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed. The lot # 3000456346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the hst iii system (3.8 mm) delivery device was loaded successfully and a seal was inserted into the aortic hole. However, blood continued to leak even after the seal had been inserted. The existing seal was removed and replaced with a new one. The blood leakage was minimal. The surgery was completed successfully, and the patient's condition remained stable. There was a delay about 7-10min.